Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015 the receiver would not turn on. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. External visual inspection found no observations related to the customer complaint. Global receiver functional testing resulted in no failures related to the customer complaint. A review of the receiver data log found a hwrf hardware error code deeming this complaint reportable upon completion of the device evaluation on 04/29/2015. The customer complaint was confirmed. The root cause could not be determined. Additionally, the patient returned the usb charging cable and the usb power supply. A visual inspection was performed on both accessories, they were found to be in good condition. The usb charging cable passed the cable testing. The usb power supply passed the receiver load test. The usb charging cable and usb power supply were determined to be operating within the required specifications with malfunction.